Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with severely scratched lcd window. Device power up properly after battery installation. Device received with operating currents within specification. Device passed displacement test. Power connector plug in and locked in place properly, however device alarmed pump error 63 alarm during self test and confirmed in the pump history due to broken pin 1 trace on keypad assembly. Device received with corroded electronic assemblies.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the it was not possible to read the display. The customer's blood glucose level was unknown at the time of the incident. The device will be returned for analysis.